Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 25mm bioprosthetic aortic valve, implanted for five (5) years and five (5) months, underwent a valve-in-valve procedure due to early aortic valve degeneration with a mean gradient in the high 50s and severe aortic stenosis. A tavr was performed with a 26mm edwards transcatheter heart valve. Seating of the valve was good. The surgeon performed angiogram to evaluate for perivalvular leak and coronary artery clearance, which were both satisfactory. No perivalvular leak was noted on echo. There was good hemostasis. The patient tolerated the procedure well. The patient was brought to the cardiac ICU postoperatively in guarded condition. The patient's clinical course was uncomplicated and he was deemed fit to be discharged home pod #2.